Event description:
On 09/15/2025, a patient submitted an inquiry via email requesting the exact ingredients in ar-2324bcc biocomposite swivelock c suture anchor (4.75 mm × 19.1 mm). The patient has allergies to gluten, wheat, and latex, as well as other sensitivities. Since undergoing surgery, the patient has experienced reactions consistent with gluten exposure, along with other inflammatory symptoms. Additional information was received on 09/19/2025: the patient is requesting information regarding the material composition of the ar-2324bcc biocomposite swivelock c suture anchor. The patient currently has this implant in their shoulder following a biceps tenodesis procedure and is concerned about a potential reaction. The patient has a diagnosed gluten/wheat allergy due to celiac disease and would like to confirm whether any components of the implant contain gluten or wheat-derived materials.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has concluded a most likely cause. The most likely cause is a patient-specific event, attributed to the patient experiencing an allergic reaction.